Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was fluid leaking from the distal portion of the percutaneous lead (driveline). The fluid was serosanguineous in nature. A CT scan was performed and showed fluid collection around the area of the driveline. The patient was admitted and a pump exchange was completed on 01feb2018. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. The evaluation of the returned device did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 10.5 inches from the pump housing and the distal portion was returned measuring approximately 28 inches. The sealed inflow conduit and the sealed outflow graft conduit were not returned. The outflow elbow was returned attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of developed depositions or adhered thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No CT scans were submitted for evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.